Manufacturer narrative:
As of today the device has not been returned for analysis. It is suspected that the device was buried with the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited pacing impedance measurements greater than 2,000 ohms. Noise was noted on electrograms (egms). No pacing inhibition nor inappropriate therapy was observed. A revision procedure was performed and the rv lead was surgically abandoned. No adverse patient effects were reported during the procedure. Approximately 19 months later, the patient expired due to unspecified cause. At the time of the patient's death there were no product performance allegations.